Event description:
The patient reportedly experienced a low blood glucose (bg) requiring hospital treatment. The reporter stated that the patient's bg at 11am on (B)(6) 2012 was 123 mg/dl; the next entry was 69 mg/dl at 9pm on (B)(6) 2011. The reporter stated that the patient's basal rate was decreased 30 % that evening. The reporter stated that the patient woke up on (B)(6) 2012 with a bg of 59 mg/dl and by 10am bg was 49 mg/dl. The patient was disconnected from the pump and the patient's bg reportedly remained low and the patient was taken to the ER. The pump was reviewed with the reporter and the settings were confirmed to be correct. The reporter confirmed that the total daily dose history correctly reflected the programmed basal and bolus deliveries. During a review of the prime history, several primes were found on (B)(6) 2012 that could not be accounted for. The prime history showed 14 primes on (B)(6) 2012 and 8 primes on (B)(6) 2012 from 6:52 am to 11:00 am. The reporter stated that it was unclear why the pump was primed so many times. Customer support reviewed the findings with a patient's family member; when asked if the patient was connected during priming the family member stated that she assumed the patient was attached but the family member stated that she was not very involved with the pump. Customer support reviewed the safety procedures and advised the family member not to prime while attached. This report is made based on the allegation that the patient was hospitalized due to hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of the pump's use on (B)(6) 2012 showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were no alarms or pump conditions noted indicating a malfunction recorded in black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No defects were found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.